Event description:
Reference (B)(4).

Manufacturer narrative:
According to the hospital biomed no fault was found and no parts were replaced. Consequently the ventilator was returned to service. Our field service engineer who was dispatched to the facility after receipt of the (B)(4) medwatch report found the ventilator in service but downloaded the device logs. The event log that contains information such as parameter settings, set alarm limits and generated patient related alarms did not cover the event date. Due to continued use of the ventilator the event log for event date had been overwritten. The test log that contains the results of all tests performed during the automated pre-use check showed that the last successful pre-use check was performed 28 days before the event. The test log further shows that the pre-use check performed 4 days after the event was successful. The technical log contains technical alarms and information that would indicate a ventilator failure has no entry on the event date. The cause of the reported event has not been determined. Reference exemption number: (B)(4).